Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to soon after his index surgery he suffered dislocation and dissociation of his bipolar implant.